Event description:
Pinnacle cup impactor handle cracked.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint of a cracked handle. Previous investigations found design is attributed to the handles cracking; (B)(4) was implemented on (B)(4) 2008 to change the material from radel to aluminum. The returned device was made prior to these changes. The date code j0307 indicates the instrument was manufactured in march of 2007 and is over 8 years old. The root cause is attributed to both design and heavy usage. (B)(4) was implemented on (B)(4) 2013 that further changed the material from aluminum to overmoulded silicon. Further corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.